Event description:
Rec'd a call from the hosp biomed saying one of their doctors claims that while doing a procedure, the table crashed all the way down. There were no injuries to pt or staff.

Manufacturer narrative:
The table was returned to midmark and inspected. There were no signs of damage to the table lifting mechanism. The table was cycled with no load and it performed as intended. The table was loaded with the maximum rated weight of 400 lbs and cycled. The table again performed as intended. The 400 lb load was left on the table for 60 minutes and the table held its position. There were no indications that the device failed. It is possible that the user lowered the table onto a wheel chair in the room lifting the base of the table off of the floor. The stress on the wheel chair caused it to move allowing the base to fall on the floor.